Manufacturer narrative:
A4: patient weight was updated 210lbs. E. Initial reporter: whole section was updated with most recent physician information the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that a lead diagnosis was performed wherein both leads were reported to have multiple impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098196.

Event description:
Related manufacturer reference number: 3006705815-2024-02570. It was reported that the patient was experiencing ipg site pain and ineffective stimulation. One lead had impedance issues on all contacts. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had impedances.